Event description:
Ambulance personnel were attending to an overdose, suicide pt. Allegedly during an attempt at monitoring the pt, the "crt" displayed no trace. A back up unit was obtained and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.